Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press for insulin pump to respond. The customer¿s blood glucose was unknown. The customer also reported that the insulin pump had unexplained no delivery alarm during priming and insulin pump rejects new batteries. The insulin pump will not be returned for analysis.